Event description:
A report from the user facility stated the surgeon was performing a membrane peel when the tip of the forceps broke off in the patients eye. A foreign body magnet was used to retrieve the broken piece of forceps. There was no harm to the patient.

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any additional information is received.